Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedures non penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side rupture diagnosed via mammogram. Device was explanted.

Event description:
Healthcare professional reported right-side rupture diagnosed via mammogram. Device was explanted.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Healthcare professional reported right-side rupture diagnosed via mammogram. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.